Event description:
Pt attended regularly scheduled hemodialysis treatment on (B)(6) 2021. Treatment was initiated at 0620. At 0800, the dialysis machine alarmed. While responding to the alarm, it was noted the pt was unresponsive. Venous hub of catheter noted to be disconnected from the lumen of the catheter. Hemaclip to bloodlines remained in place. Blood loss from disconnection noted. Venous line of catheter clamped. Fluid bolus of 500cc given through arterial limb. Pt noted to be pulseless, CPR started. AED applied and advised no shock x2; 911 called. Ems arrived and assumed care of patient, spontaneous circulation returned. Pt transferred to ed at (B)(6) medical center where he again became pulseless. Resuscitative measures ensued, however, were unsuccessful. Time of death called at 1010 am.